Manufacturer narrative:
A2 patient age corrected. B5 clinical rationale updated to reflect additional information and age correction. D6b explant date provided. H6 updated to reflect the additional information.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 65-year-old male patient presenting with cardiomyopathy, scai shock stag e, with a history of renal insufficiency. The registered nurse reported the presence of a hematoma at the impella insertion site. The managing physician planned to take the patient to the operating room to explore the surgical pocket. During support, the impella was repositioned at the bedside. Alarms for ¿impella in aorta¿ occurred, and the physician attempted to reposition the pump back across the aortic valve under echocardiographic guidance, but was unsuccessful. The physician elected to replace the pump. The patient survived to explant. The hematoma requiring surgical intervention is consistent with access-site complications and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
Corrected information has been provided in h6. Hematoma/asae: the cause of the asae was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 77-year-old male patient presenting with cardiomyopathy, scai shock stage e, with a history of renal insufficiency. The registered nurse reported the presence of a hematoma at the impella insertion site. The managing physician planned to take the patient to the operating room to explore the surgical pocket. The patient remained on impella support. The reported hematoma requiring surgical intervention is consistent with access-site complications and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted. Section d4 catalog number was corrected. Section d4 serial number was corrected. H6: added code a150202.